Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the graphical user interface (gui) alarm assembly was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The gui alarm assembly was attached to the failure investigation (f.I) test ventilator; successfully passed post, all calibrations, est, sst tests and no errors were recorded in the diagnostic log. Put the ventilator into ventilation mode for a minimum of 24 hours; no errors were observed on the ventilator diagnostic and alarm logs. No fault found. The investigation found the device to function normally. No failure was confirmed; no relationship to the reported condition could be established. No corrective action is required because no failure mode was identified since the product tested satisfactorily. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an error code indicating that the gui audio alarm failed and stopped ventilating. The ventilator was not in use on a patient at the time the alarm occurred. The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the gui alarm speaker assembly and unit passed all testing and operates within the manufacturing specifications.